Event description:
Dealer was called out because the chair was making noises, but the dealer noticed that the chair is pulling to the right.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.